Event description:
It was reported that this pacemaker recorded over sensing of far field r waves. No symptoms were reported. The pacemaker remains in service. According to the field representative, the electrophysiologist will decide if programming is necessary. Additional information was received from the field mentioning that the patient came in for passing out after feeling lightheaded while being in bed. The patient is lowly paced in the atrium and not in the ventricle. There was no evidence of loss of capture (loc) but there were atrial tachy response (atr) episodes recorded due to continuous far field. This is the second time this has happened in a few months, according to the physician. Telemetry looked fine and the patient will be discharged. No additional adverse patient effects were reported.